Manufacturer narrative:
Two complaint samples were returned for evaluation for the probe did not cut. The lot number was not provided and it could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. Sample 1 - the complaint sample was visually inspected and deemed conforming. An actuation test was performed and it was deemed nonconforming. No actuation was observed and a black foreign material was coming from the port. An aspiration test was performed and it was deemed nonconforming. No aspiration was observed. A cut test was performed and it was deemed nonconforming. No cut was observed. The probe was disassembled and the components inspected. There was approximately twenty to thirty minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. There was no resistance felt when removing the inner cutter from the needle. The inner cutter was slightly bent. There were gouge marks at the bend area and cutting edge of the inner cutter. Resistance was felt when the probe was tested with a syringe. A wire barely inserted into the probe; however, solid material blocked aspiration path. The actuation test was retested after the disassembly and the test was deemed conforming. The initial test was deemed nonconforming, due to the cutter not closing. A retest showed the cutter was able to actuate. An initial actuation test failure occurs sometimes due to material causing the cutter to become stuck after its surgical use. Additional testing will dislodged the material and the probe will then work properly. This test is then considered conforming. Sample 2 - the complaint sample was visually inspected and it was deemed conforming. An actuation test was performed and it was deemed nonconforming. The cutter gets stuck in port. An aspiration test was performed and it was deemed conforming. A cut test was performed and it was deemed nonconforming. No cut was observed. The probe was disassembled and the components inspected. There was approximately ninety minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. There was no resistance felt when removing the inner cutter from the needle. There were gouge marks at the cutting edge of the inner cutter. The extension was able to be pulled out of the coupling. The complaint evaluation did confirm that both probes had a problem with actuation and cutting, which could be attributed to the customer¿s reported event. For sample 1, the cause of the nonconforming actuation and cutting could be attributed to the foreign material impeding the cutter. For sample 2, the cause of the nonconforming actuation and cutting could be attributed to the separation of components within the probe. The vitrectomy portion of the procedure is typically less than twenty minutes and the vitrectomy probe is intended for one procedure only. It appears that the probe was functioning properly for approximately for ninety minutes before the adhesive bond failed causing the inner cutter to detach from the coupling. An investigation has been initiated to lower the occurrence of detachments of the extension from the coupling.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An operating room assistant reported that two vitrectomy probes did not cut during a procedure(s) and the products were replaced. The status for the aspiration function was not known. There was no known harm to the patient(s). The product samples were retained. Additional information was requested; however, none has been received to date.